Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device routine change out, the physician experienced difficulty removing lead from device header. It was noted there was some tissue and was flushed out to loosen the tissue. Then physician pushed and pulled multiple times to finally disengage lead from header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.